Event description:
General report received of an unspecified number of undocumented incidents of no flow. The customer contact indicated that no flow occurred during priming and during pt use. It was reported the soluset of the tubing sets were filled with unspecified volumes of lactated ringer's solution to be used as primary deliveries during surgical procedures. After unspecified lengths of time, the float valves in the solusets closed and no flow was noted. It was reported that during the procedures, the anesthesia staff accessed the clave y-sites distal to the solusets to administer medications used during anesthesia while the primary solutions are delivering. The customer contact reported that the soluset tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays in therapies critical for these patients. No medical interventions were reported. Info was requested from the customer contact regarding if the tubing was clamped proximal to the clave prior to the medication delivery, the volume of lactated ringers solution in the soluset and did the float valve close during the administration of the medication through the clave. Hospira is continuing to investigate.

Manufacturer narrative:
The customer indicated that the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).